Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient was hospitalized after experiencing syncope with loss of consciousness and a seizure due to loss of capture and pacing inhibition with asystole. While in the emergency room (ER), threshold testing was performed on both chambers. At the end of testing the right ventricular (rv) lead, loss of capture was observed and pacing did not resume for multiple seconds. Stat pacing was administered through the programmer and the device resumed pacing. Upon explanting and replacing the pacemaker, threshold testing was performed on the new pacemaker at 90 bpm and revealed normal function and good measurements. Further threshold testing was performed on the original rv lead at 120 bpm, and high thresholds were observed. The rv lead was explanted and replaced. Upon removal of the last suture on the rv lead, the lead sprung back; this suggested that lead dislodgement had occurred. No additional adverse patient effects were reported. The explanted pacemaker and rv lead have been received for analysis.

Event description:
It was reported that the patient was hospitalized after experiencing syncope with loss of consciousness and a seizure due to loss of capture and pacing inhibition with asystole. While in the emergency room (ER), threshold testing was performed on both chambers. At the end of testing the right ventricular (rv) lead, loss of capture was observed and pacing did not resume for multiple seconds. Stat pacing was administered through the programmer and the device resumed pacing. Upon explanting and replacing the pacemaker, threshold testing was performed on the new pacemaker at 90 bpm and revealed normal function and good measurements. Further threshold testing was performed on the original rv lead at 120 bpm, and high thresholds were observed. The rv lead was explanted and replaced. Upon removal of the last suture on the rv lead, the lead sprung back; this suggested that lead dislodgement had occurred. No additional adverse patient effects were reported. The explanted pacemaker and rv lead have been received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.